Manufacturer narrative:
The field service engineer determined there was a clot inside the probe. The probe was replaced. The gear pump pressure was checked and all probe drying holes were cleaned. Precision studies were run and passed. The customer ran calibration and controls without issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, cl for gen.2 on a cobas 6000 c (501) module. The issue occurred after a linearity study was performed on the analyzer. The initial values were reported outside of the laboratory. The sample was repeated on a second analyzer on (B)(6) 2022 and the repeat values were deemed correct. The sample initially resulted in a na value of 174 mmol/l and repeated as 139 mmol/l. The sample initially resulted in a k value of 5.5 mmol/l and repeated as 4.5 mmol/l. The sample initially resulted in a cl value of 136 mmol/l and repeated as 104 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.